Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. Customer¿s blood glucose level was unknown. Customer reported that insulin pump's history contain motor error and motor position encoder error. The customer stated that the drive support cap was normal. Customer was assisted with troubleshooting and said insulin pump able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test . Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. A47 alarms due to a corrupted history file. No motor error alarm noted. Motor passed motor test.